Event description:
It was reported that a homechoice device omitted an odor of smoke when it was turned on. The patient was not connected to the device at the time of the observed odor. The patient was instructed to use continuous ambulatory peritoneal dialysis to continue therapy. There was no patient injury or medical intervention associated with this event. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported event. A review of the event history log was performed and showed no keystrokes, programming, or use related events that caused and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection revealed no problems related to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed on the device. Upon conclusion of the evaluation, the reported condition was not verified and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.